Event description:
During procedure the robotic force bipolar clamp that was being used to manipulate tissue would not open its jaws. Staff utilized the emergency "key" to release the jaws. Another instrument was provided to complete the procedure manufacturer response for force bipolar endowrist instrument, (brand not provided) (per site reporter). Sales representative asked that we contact intuitive and arrange for it to be returned to the company for failure.